Event description:
It was reported that during surgery the unit did not work. There was no report of harm or delay. No additional information available is indicated. Diligence is complete. During device evaluation it was found that the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the ball bearing was worn, and the poppet was stuck; however, the repair was not completed per customer instruction. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.